Event description:
Customer reported that the insulin pump's up button was unresponsive. Customer also reported that the insulin pump was cracked near the up button. Customer stated that the insulin pump may have been dropped. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.